Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what type of procedure was being performed? Resection of lower lobe of right lung. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Cut the tissue. If yes, did the jaws eventually open? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The following information was requested, but unavailable: what type of procedure was being performed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the knife could not return after the firing with blue cartridge. The knife reverse button did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.